Event description:
Impella 5.5 implanted in a 72-year-old male for acute myocardial infarction and cardiogenic shock. There were no reported events during device support. The patient subsequently died due to multiple organ failure. Review of the event did not identify a device anomaly. The device is being conservatively reported as a death; however, the device is unlikely to have contributed to the patient¿s death, which was most likely due to the underlying critical clinical condition.

Manufacturer narrative:
Date of death the exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Investigation summary ==> ppae (organ failure): the cause of the injury was not determined due to insufficient clinical details. Device history lot ==> device lot: 1977557 device history review ==> the pump sn 630483 passed all the post sterile inspection checks.